Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 17-jun-2024, five infusion set cannula was crimped and patient faces symptoms within 3 or more hours after insertion and infusion set is long for 24 hours. The site of insertion is abdomen. No further information available.